Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was discarded and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked coming from the distal y-site. This was observed during infusion with unspecified chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.